Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to ask for an evaluation of csv data stating the nurses claimed the arctic sun device stopped therapy on its own. An evaluation of the data showed patient temperature jumped from 35c to 99.9c and then about 20 minutes later, the patient temperature returned to normal physiologic numbers. Discussed this was indicative of a short somewhere that was resolved. Stated that the issue was corrected by replacing the temperature probe. Discussed this was normal device behavior and the device acted to put the patient in the safest condition possible. Per follow up information received via mail on 04jul2024, it was reported that the device was currently being used on another floor and no physical samples available. Stated that the device stopped cooling therapy but did not give direction as to why. Staff could not get ahold of representative to help. Staff troubleshot the issue and replaced esophageal probe which resumed therapy. No impact to the patient due to the use of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to ask for an evaluation of csv data stating the nurses claimed the arctic sun device stopped therapy on its own. An evaluation of the data showed patient temperature jumped from 35c to 99.9c and then about 20 minutes later, the patient temperature returned to normal physiologic numbers. Discussed this was indicative of a short somewhere that was resolved. Stated that the issue was corrected by replacing the temperature probe. Discussed this was normal device behavior and the device acted to put the patient in the safest condition possible.